Event description:
The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was also revised to address armd. At this time the patient's femoral stem is going from an MDR no to an MDR yes due to the elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Information received from (B)(6). Formal claim received regarding pinnacle/corail hip implant revision due to pain, soft tissue damage and elevated blood metal ion levels. The devices associated with this report were not returned. A review of the device history records for the head and stem product and lot combinations did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Formal claim received regarding pinnacle/corail hip implant revision due to pain, soft tissue damage and elevated blood metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the head and stem product and lot combinations did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Updated 13 july 2015 after receiving medical records--------------- the medical records for the patient were received on 8 may 15 and were forwarded to our bio engineering dept for review. The bio engineer report summarised: reviewed per wi-7915. The soft tissue damage is reported in the scans. No revision operation notes were identified. It is not possible to say what caused the soft tissue damaged noted immediately prior to revision. This was not seen in the previous scan. The bio engineer did suggest that the patient harms be reviewed by a company medical professional with regard to the soft tissue damage. The company medical professional confirmed that the soft tissue damage will have been metal debris associated. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. This is subject to litigation which has more general allegations. Pms is used to monitor implant performance. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.